Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under investigation. A follow-up will be provided after the investigation results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6). "Needle broken off during removing needle.spinal needle out of custommade set (pencan25gx103mm) broke off during removing needle. 5 cm left in the patient.dr tried 3 times to place the needle in the right position, didnt get loqor back. At the fourth attempt correct position but at removing the needle snapped and left in the patient. They have localised it by a CT scan and have to remove it surgically, it broke about 2,5 cm under the skin."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): we received one used pencan bulk 0.53 x 103(sp) out of a proset pencan g25 in open packaging. The following investigation were conducted: visual inspection: the received used sample was taken to a visual inspection for damages according to the sap test plan and test method for damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g., the impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: the used pencan cannula is broken off and bent approx. 54 mm near the cannula hub. The broken off part of the cannula was not handed over by the customer. The area of the break at the raw cannula shows that the cannula was bent before the break. Physical inspection: afterwards the outside diameter of the pencan cannula (several areas) was measured according to drawing. Nominal-value: 0.53 mm +0.01/-0 mm. Actual value: 0.53 mm. The measured value (outside diameter) of the pencan cannula is within the specification. Summary and assessment: because the measured value is within the specification and the sample was already used, we assume of a problem during the application process and therefore we consider the complaint as not confirmed. Based on the conducted investigations the tested sample is within the specification. A review of the batch and manufacturing record revealed no abnormalities or nonconformities. Investigation of retained samples confirmed products within specification.